Manufacturer narrative:
The company service rep examined the system and could not duplicate the system message reported. There were some system messages noted in the event log. The company service rep was able to save the surgeon settings. The system was then tested and met all product specifications. The company service rep reviewed with the staff the appropriate set up of the system. The company service rep emphasized ensuring the fittings are tight. The customer stated six cases were completed on september 16th with no problems noted. (B)(4).

Event description:
The customer reported a system message displayed and the handpiece won't tune. The surgeon settings won't hold. The system message was cleared and the surgery proceeded. There was a delay experienced while they were troubleshooting. No patient injury was reported.